Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after intubation, they tried to inject air into the cuff, but air was difficult to go in. No cuff check was performed before intubation. It was used on a patient who was suspected to be corona positive.